Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the insulin pump was not giving the no delivery alarm. The high pressure test was performed, and the insulin pump did not alarm. Nothing further was reported.